Manufacturer narrative:
(B)(4) the product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that during a total knee procedure, the provisional stem was left implanted in the patient. Details regarding subsequent intervention or impact have not been reported. Due diligence is in progress for this event; to date no additional information has been made available..

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; a4; b4; b5; d1; d4; d10; g2; g3; h10; h11. D10: medical product: plus femoral provisional right size 5+: catalog#42584605812, lot#65003475. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure, the provisional stem was left implanted in the patient. No revision surgery is planned at this time and no patient complications have been reported. All available information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. H6: proposed component code: mechanical (g04) - stem. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: image assessed, not sent to a third party for evaluation as the image is zoomed in too far to properly assess location in the body. However, from the image it can be confirmed that the device is still in the patient post op. Investigation results concluded that the reported event was due to use error as the provisional instrument was implanted and retained in the patient. In the device's instructions for use, it states that provisional instruments are intended to facilitate the implantation and explanation of the corresponding compatible zimmer biomet implants. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.